Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since shortly after implant the right atrial (ra) lead exhibited high thresholds and little to no slack. The ra lead was explanted and replaced. It was further reported that during the procedure the right ventricular (rv) lead insulation became damaged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.